Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads and broken reservoir tube lip.

Event description:
It was reported that the insulin pump had intermittent response on the buttons. Insulin pump had not been dropped or exposed to moisture. Advised to discontinue use of the insulin pump and to return it for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).